Event description:
The international distributor reported this issue to teleflex medical in 2007. The condition occurred in 2006. The facility allege the stapler jammed. No patient injury or medical intervention was reported.

Manufacturer narrative:
The incident occurred in 2006. Teleflex medical was notified in 2007. The actual device has not been returned for eval. No lot number was identified therefore, a device history record eval. Cannot be performed. The reported condition was investigated and corrective actions have been implemented as of 2007.